Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone, the customer was experiencing high blood glucose. Customer's father believes changing the settings on the device will correct the customer blood glucose, since they were changed when the customer was at camp. Customer's blood glucose ranged from 300 to 420 mg/dl. Assistance was provided and the device is not being returned for analysis.